Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle cartons with eleven sealed polybags were returned from lot. No. 0014205, cat. No. 320136. Visual examination was carried out on the returned cartons and no issues were observed on the cartons. Visual examination was carried out on the returned polybags and a crease in the seal was observed on five polybags. All pen needles in the polybags had a full seal. A loose teardrop label was also observed in the seal of one polybag, no evidence of a seal being applied to the teardrop label was observed. No issues were observed with the remaining five polybags. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The issue of creasing occurred during the packaging stage of the process. The most likely root cause of the loose teardrop label in the seal of the polybag was due to a loose label becoming stuck /staked to a finished part on the assembly line which then became loose in the packaging process and got caught in the seal of the polybag.

Event description:
It was reported that 42 bd micro fine plus¿ insulin pen needle packaging units had wrinkles in the sealing, and another unit's seal had "shrunk", with a part of the tear drop label caught in it. These defects were noticed before use. The following information was provided by the initial reporter, translated from japanese to english: "six polybags are sealed with wrinkles on the sealing part of the polybags. Especially, one polybag out of six, the sealing part of the polybag is particularly shrunk, and a part of the tear drop label of a pen needle is caught in the sealing part of the polybag." "Customer reported sealing defect of several polybags. One of them was particularly defective and the label of mfp was sealed together."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 42 bd micro fine plus¿ insulin pen needle packaging units had wrinkles in the sealing, and another unit's seal had "shrunk", with a part of the tear drop label caught in it. These defects were noticed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "six polybags are sealed with wrinkles on the sealing part of the polybags. Especially, one polybag out of six, the sealing part of the polybag is particularly shrunk, and a part of the tear drop label of a pen needle is caught in the sealing part of the polybag." "Customer reported sealing defect of several polybags. One of them was particularly defective and the label of mfp was sealed together."